Event description:
It was reported that during a laparoscopic sigmoidectomy procedure the stapler was loaded correctly with a reload but it refused to fire. They loaded the instrument with a new reload. The instrument fired then but it was not possible to open the device. They pushed the red button followed by the handling squeeze but it did not work. They had to remove the device in the articulating position together with the trocar to get it out of the patient. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Anticipated, but unavailable at this time. Additional information was requested and the following was obtained: will the trocar still be attached to the device when returning for analysis? No. Was the trocar an ees product? If so, what was the product code for the trocar? No. Did the jaws of the device eventually open? No. How was the device removed from the tissue? By luck, the both sides of the anastomoses fell of the stapler. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? What color is still on the device ? White or gold.

Manufacturer narrative:
(B)(4). Additional information: pin channel, cartridge size. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. Upon further inspection the pin channel was found broken. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The manual switch worked as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.